Manufacturer narrative:
The power management (pm) board was also returned for failure investigation. There were no anomalies noted during visual inspection. The returned pm board was tested with no failures identified.

Manufacturer narrative:
The motor controller (mc) board was returned for analysis. There were no anomalies noted during the visual inspection of the board. The customer complaint was verified during testing. It was determined that the root cause is failure of comparator u125.

Event description:
It was reported that unit had an over voltage protection (ovp) failure error message (ec 1127). The unit was being set up for patient use when the event occurred. No patient or user harm reported. The customer reported that the unit alarmed ovp circuit failure on screen, verified (ec 1127) occurred multiple times in the log, and requests onsite service. The field service engineer (fse) reported that the ip was verified and confirmed the (ec 1127) in the log. The fse replaced mc pcba and pm pcba and verified functions. Unit passed all tests and verification and is approved for use.